Event description:
A patient was flagged during check in for recession (recession is evident in the original photos) lower anterior.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.